Event description:
This report was received from global pharmacovigilance (gpv). This is a spontaneous report by a consumer from (B)(6) of bacterial peritonitis, "can hardly eat", and feeling pulling in a patient coincident with dianeal and extraneal therapies. On an unreported date, the patient began treatment with dianeal pd4 1.5%, 2.5%, 4.25% and extraneal therapies intraperitoneally (ip) for peritoneal dialysis (pd). Dianeal and extraneal therapies were ongoing. During a call with baxter canada, the following was reported. On an unreported date, the patient experienced bacterial peritonitis, manifested by a slightly tender stomach and a pulling feeling. The patient was taking antibiotics. On an unreported date, the patient went to hospital to drain out and so they could check and see if the antibiotics were being effective, and states that he "can hardly eat". Baxter is in the process of obtaining additional information regarding this event.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Follow up information was received from the patient. The patient stated the cause of this episode of peritonitis was that the cap fell on his lap from the open transfer pad and contamination occurred. The patient received retraining from hospital to prevent this from happening again. The patient recovered from this event of peritonitis in december. He reported that he had a test done to confirm that the bacteria had cleared up. The patient stated he has been taking precautions since then. Based on new information received, the product involved was a transfer set. However, the exact type of transfer set, the product code, and lot number are still unknown. Therefore, a 510k number cannot be provided. This complaint for a report of use error - breach in aseptic technique and peritonitis is confirmed because it was reported that there was a breach in aseptic technique, causing peritonitis; however, the assignable cause could not be determined. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Correction: there is no trend identified for this report.